Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that at the implant, the patient had difficult anatomy and the left ventricular lead dislodged. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.